Manufacturer narrative:
No product was returned for evaluation. Clinical and engineering ilet log data is incomplete. Review of all available data was performed. Engineering data is not available after 9/8/24. No evidence of device malfunction was found in the available engineering logs. Available device data confirmed hyperglycemia on the reported event date. In all available data, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. The performance of the device cannot be fully evaluated and the cause of the event cannot be determined from this incomplete dataset.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/9/24. On 9/10/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was admitted to the hospital due to a high bg level of 600 mg/dl, which persisted for 2-3 days. During this time, the user experienced headaches, dizziness, and nausea. Upon admission, the user was treated with an insulin drip. The user could not recall the results of ketone testing. The user was released from the hospital on 9/10/24 and reconnected to the ilet. The user stated they were feeling better.